Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed superficial cellulitis following the trial procedure on (B)(6) 2018. As such, the patient's lead was explanted. Date of explant is unknown.

Event description:
Follow-up identified the patient was hospitalized due to the infection for an unknown duration. The patient was treated with intravenous and oral antibiotics. The infection has resolved.

Event description:
Follow-up identified the infection was located at the lead site.